Event description:
Cath tacticath se bidirect df (lot# 9213286) noted with defect following troubleshooting near end of a-fib ablation procedure. Md noted cath tip defect/missing piece upon inspection of device following removal from patient's body. Packaging inspected with no indication of damage. Pt assessment following procedure consistent with baseline. Concern of missing piece left in pts body per md. CT scan ordered by md to assess for possible location/retainment. Cath lab unit manager made aware and equipment/cath retained by manager for risk review. Pt to be admitted following procedure for observation.